Event description:
It was reported that balloon rupture occurred. The target lesion was located in the iliac artery. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. The balloon was first inflated at 14 atmospheres and on the second inflation ruptured at 18 atmospheres. The procedure was completed with anther of same device. No patient complications reported.